Event description:
The customer reported via phone call that he had a motor error alarm and a low blood glucose incident on (B)(6). Customer stated that he was arrested for what the police thought was drunk driving when he had a low blood glucose. Customer had a blood glucose of 30 mg/dl at the time. Customer stated that the pump was delivering too much insulin and causing issues. Customer stated that an ambulance was called to help with his low blood glucose. Customer was hospitalized on may 18 and was discharged with a blood glucose of 42 mg/dl. Customer stated that they are able to complete the rewind sequence. Customer stated that he was also getting no delivery alarms even after full infusion set changes. Customer stated that this has been going on for a long time. Customer had 3 motor error alarms in the alarm history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.